Event description:
Report received of an over-delivery. The customer's biomedical engineering department reported that the pump had a swollen battery and the pump case was hot to touch. There were no reports of any adverse patient events while the pump was in clinical use. During initial manufacturing testing, the pump delivered a measured volume of 21.4ml from an expected delivery of 20ml. Performance verification delivery accuracy specifications for this device require delivery of 20ml +/-1ml (+/-5%).